Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited unspecified sensing issue and failure to extend helix. The lead was removed and replaced. The patient was in stable condition.

Event description:
New information indicated that the lead exhibited failure to sense.